Event description:
The account alleged the siderail is not able to latch or lock in the up position. No alleged injuries.

Manufacturer narrative:
The account stated the siderail arms are bent. The account replaced the siderail arms to resolve the issue.